Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer is calling to report a that they are having issues with the transmitter. She says that the sensor and pump did not warm up. Customer states her blood glucose was 433-527 mg/dl. Customer was admitted to the hospital. Troubleshooting was not completed due to customer not feeling well. The product is expected to return.